Manufacturer narrative:
Smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow up report detailing the results of the eval once it is completed.

Event description:
The user facility reported that the tracheostomy tube was checked for leaks prior to use and no leaks were found. During pt use for an unk amount of time, the cuff was then found leaking. No permanent adverse effects to the pt were reported.